Event description:
Information was subsequently received that this device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were several occurrences of myopotential oversensing. The oversensing resulted in a six second pause which cause the patient to be syncopal. Isometrics and arm movements were suggested to appropriately program sensitivity. The associated right ventricular (rv) lead is a non-boston scientific product. The device remains implanted and in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As a result, the clinical observations were not confirmed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.